Manufacturer narrative:
A MFR field svc technician was dispatched to the user facility to evaluate the device. Visual inspection revealed that the waste hose had a small hole, which resulted in the fluid leakage. The hose was replaced and the docking station was returned to use.

Event description:
It was reported that during the process of emptying waste collection devices, the docking station was spewing fluid. There was no report that the leaked fluids contacted any users. This event did not occur in a surgical procedure, so there was no pt involvement. No user injury was reported and no other adverse consequences were alleged with this event.